Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/22/2022 it was reported by a distributor via sems that an ar-11040 punch, is broken. This was discovered during an unspecified procedure, with no patient harm reported. Requested additional information.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, it was noted that the device was bent, no piece was broken off. Upon functional testing, it was noted that the device was dull.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, it was noted that the device was bent, no piece was broken off. Upon functional testing, it was noted that the device was dull.